Event description:
During pre-op today patient reported that after her may gen change, she has not been able to tolerate the stimulation. The patient said she had a lead issue prior to the (B)(6) 2024 case and the surgeon replaced the generator and not the lead. Post (B)(6) 2024 gen change the patient was not able to tolerate the stimulation. Device was turned off sometime in (B)(6). Gen change on (B)(6) 2024 was at (B)(6) hospital with (B)(6). Patient reported that prior to this case she had high lead impedance and thought that issue would be fixed during the (B)(6) 2024 case. (B)(6) is no longer at that hospital, so the patient went to (B)(6) at (B)(6). Her device showed high impedance so she was scheduled for a lead revision. Today's surgery (B)(6) 2024 found that she only had one lead attached to the generator. A fragment was found. No pin was ever found. It showed evidence that it had been cut from a previous surgery. It was discarded. A new lead was implanted. Impedance testing was done. It was within limits. No further action is planned.